Event description:
Customer reported system will not exit from subtraction mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and the lemo connector. System operates as intended.